Event description:
During device evaluation, the tracheal intubation fiberscope's connecting tube coating was found to be peeling (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.